Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was in a head on collision and that since then the ins was charging faster than before. It used to take the patient 2 hours to charge and now it only takes them 1 hour. The patient noted that the noted other than charging faster the device works perfectly. The issue was considered resolved. The patient was not able to meet with the rep for troubleshooting and would not be until (B)(6). No patient complications were reported.